Manufacturer narrative:
On previous report was incorrectly marked as "not returned to manufacturer"

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg was inoperable during lead revision surgery on (B)(4) 2017 (reference MFR. Report#: 1627487-2018-00485). As a result, patient's ipg was replaced with a new one. Issue was resolved.